Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 27 march 2017. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while in a cranial biopsy, a 1cm superior imprecision was observed by the surgeon. The imprecision led to a non-diagnostic sample being collected. A second biopsy was completed on (B)(6) 2017 where the sample could be collected. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.